Event description:
It was reported that the patient was implanted with another implantable neurostimulator (ins) 2 days prior to the date of the report. It was stated that the first implant never healed. The patient attributed the problem with being diabetic and not having a spleen. The patient spent 2 weeks in the hospital and 30 days in a nursing home before she was discharged.

Event description:
Follow up information received from the patient reported that they received assistance from their physician and the manufacturer¿s r epresentative and their concerns were resolved. Appointments of (B)(6) 2013 were noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v850492, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).